Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor (cgm) graph disappeared from the home screen. Customer experienced a blood glucose level of 20 mg/dl. Customer fell and hit their head. Subsequently, the customer was hospitalized. Customer was treated with intravenous drip and was released from the hospital the same day. There was no permanent damage to the customer. Multiple attempts were made to follow up with the customer; however, no response was received.